Manufacturer narrative:
Continuation of concomitant medical products: product ID: 3037, serial#: unknown, product type: programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that "all of a sudden" the patient wasn't voiding anymore. Patient was in the hospital for something else and it was discovered the patient wasn't voiding. In the hospital they did a straight cath and got 900-1000 ccs and when the patient got home that night they got another 700 cc. Caller said the patient started getting an infection and was put on antibiotics, caller didn't specify what the infection was related to. Caller said they saw their healthcare provider (hcp) on (B)(6) 2022 and they made an adjustment on the device. The hcp said they were "going to put it deeper" and the hcp "cranked it up." After the hcp adjusted the device the patient was having rectal pain so caller decreased stim. They have been increasing stim back up but it's affecting the patient's bowel. Patient is urinating at night but not during the day. Caller had messaged the hcp 3-4 times in the portal and has not gotten a response. Caller called the clinic this morning and was told to call patient services (ps). Caller said they have been cathing 4 times a day and the patient can't get surgery while they are retaining urine. Caller said they "can feel it pulsing when the tube is up there and draining the bladder." Caller said the hcp did not talk to them about when to change programs. Reviewed how to change programs. Caller was able to change programs. After changing programs the caller said stim was more in the bike seat and not as much in the rectum. Patient still felt a little in the rectum but is was not painful at all. Caller said sometimes when they are using the 3037 programmer they have to turn the programmer off then back on. During the call the 3037 programmer got stuck on the communicating screen, changing the batteries resolved the issue. Agent did not ask about the circumstances that led to the reported issue.

Event description:
Additional information was received from the a patient (pt) representative. Caller repeated event previously reported regarding the therapy working fine and one day "just stopped". Caller stated when pt changed programs and increased stimulation (stim) pt thought therapy was working a little bit, but reported it seemed to go away. Caller stated when pt increased stimulation too high, pt first "felt it in the front" and then felt it in their rectum so pt ended up decreasing stimulation. Caller clarified pt thought they saw a little results on program 4 but reported if pt increased stimulation too much, pt will have rectal pain. Caller reported one doctor did an adjustment and "had to go deeper" and stated pt went to another doctor that "went even deeper" (agent not clear what caller was referring to by this statement). Caller stated pt was at a low setting that was the same setting for 5-7 years and it worked, but then one day pt went in for an operation and therapy stopped working and pt felt like they had to go to the bathroom. Caller stated pt was straight cathed and they pulled out 1,000 cc's of urine and reported they found out that "it's not working". Agent was unable to clarify caller's statement regarding pt having an operation. Caller inquired if it's possible that the "probe moved". Caller stated pt had been straight cathing for 5 weeks. Caller stated pt had been trying to adjust stimulation but if they moved stim up too fast, pt has pain in both their rectum and vagina. Caller stated pt was not seeing an instant improvement following therapy adjustments. Caller stated pt last changed program 3 days ago. Patient services reviewed therapy overview and expectations. Caller reported pt seemed to be going "like a cup at night" and nothing during the day and inquired why this could be. Caller stated during the day pt was having a problem that they didn't feel like they had the urgency to void at all, but reported at night they are going to the bathroom and stated last night they went "a full cup". Caller also reported when pt felt like they had to go to the bathroom "I t's right there on the edge all the time" and stated it felt like it was going to come out, but it wouldn't come out. Caller stated when they were straight cathing pt a couple times they could feel the pulsing of stimulation when hand was on the catheter. Caller expressed dissatisfaction with being unable to contact pt's doctor. Patient services offered to send pt healthcare provider (hcp) listing and called declined. Caller stated pt's doctor redirected pt to contact [manufacturer] regarding this. Caller stated pt's doctor wanted to "insert a tube into (pt's) stomach and forget the stim". Caller stated pt's doctor told them that "if this doesn't work then the device wasn't stimulating the bladder". Patient services reviewed therapy overview and expectations. Patient services reviewed role of patient services. Redirected to pt's hcp to discuss pt's symptoms. Pt will continue to increase stimulation to a comfortable setting and will monitor symptoms. Agent had a difficult time following caller throughout call and made best attempt to document all sr information.the patient's spouse call back again indicating the patient was still not getting therapeutic effectand now they were no longer able to communicate with the ins. Caller encountered poor communication multiple times after repositioning the communicator. Patient services discussed possibility of eos. Patient services recommended patient follow up with managing physician for device check.

Manufacturer narrative:
Continuation of d10: product ID 3037 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The caller said they have called a couple of times to help get the patients symptom relief working again like it had been working for years, when pt was on program 3 at 1.3. Caller requested information about which program would help the patient's symptoms. Agent reviewed interstim therapy optimization information and assisted caller and pt to change the program and adjust stim to a comfortable setting. Caller repeated information already documented about pt going for knee surgery where they discovered 1000 cc and the surgery was cancelled. Caller said this is when the whole issue started, they've been straight cathing for 3 months since then. Caller repeated information about feeling pulsing when pt was on program 3 and caller cathed them and repeated the doctor told them it had been programmed deeper. Caller clarified the doctor changed the program to target stimulation closer to the bladder and, during one appointment, the doctor told them their ins battery should not be low because they have used 1.3 for 4 years, but at the next appointment the doctor had said it was at 25%. Agent reviewed some longevity information. Caller repeated information about resolving a programmer issue and that the pt has been able to go a little at night but not during the day. Pt added when they sleep on their side it is more effective, they took a cup and measured it. Today, caller added t hat prior to the cancelled knee surgery, pt had 2 to 3 weeks when they were "draining a lot" but that suddenly stopped "when the whole issue started". Caller said pt had no other medical tests or procedures. Redirected to their doctor, caller said the doctor instr ucted them to call medtronic. Agent reviewed rep role and offered to send physician listings.

Manufacturer narrative:
Continuation of d10: product ID 3037 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.